Manufacturer narrative:
Investigation results: one cadd legacy pump was returned for investigation in good condition. The device was started in application mode, and no problems were found regarding the double beeping. The reported product problem was not confirmed, and a root cause could not be established. The downstream sensor was replaced as a preventive measure.

Event description:
It was reported that the pump gave double beeped, indicating that a cassette was not attached. There was no patient involvement and this product problem was observed during testing.